Manufacturer narrative:
The evoke closed loop stimulator (cls) was returned for analysis and failed functional testing consistent with electrocautery damage. Manufacturer¿s instructions for use advises that patients implanted with the evoke spinal cord stimulator (scs) system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
A patient with an implanted evoke spinal cord stimulation (scs) system underwent a lumbar laminectomy. Prior to the procedure, saluda personnel informed hospital staff to only use bipolar cautery and place the grounding pad distanced from the patient¿s closed loop stimulator (cls) to prevent any potential damage to the cls. Post laminectomy procedure, when the scs system was turned on and the patient reported uncomfortable stimulation. Troubleshooting was performed which identified a disconnected electrode. Stimulation was turned on but elicited the same uncomfortable response from the patient so it was immediately stopped. The following month, the cls was replaced, and the patient is receiving adequate therapy.